Event description:
It was reported that the magic 3 hydrophilic intermittent catheters were difficult to insert and the packaging was hard to open. Per form received via email on (B)(6) 2021, it was stated that the curve on the catheter end was small so the catheter would not work and customer physically bent the end to normal so that it would work. No medical intervention was there and replaced. Per follow up via phone (B)(6) 2021, customer stated that they typically used magic3 go catheters but they were on back order so a substitute, pure ultra was sent to them. Customer stated the pure ultra tips would not allow to insert catheter correctly. Also stated that there was no medical intervention and no urinary tract infections. Customer stated now they received magic3 catheters and no further issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "mechanical failure (sensor failure or plc failure or electrical failure)". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the magic 3 hydrophilic intermittent catheters were difficult to insert and the packaging was hard to open. Per form received via email on 27oct2021, it was stated that the curve on the catheter end was small so the catheter would not work and customer physically bent the end to normal so that it would work. No medical intervention was there and replaced. Per follow up via phone 12nov2021, customer stated that they typically used magic3 go catheters but they were on back order so a substitute, pure ultra was sent to them. Customer stated the pure ultra tips would not allow to insert catheter correctly. Also stated that there was no medical intervention and no urinary tract infections. Customer stated now they received magic3 catheters and no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.